Manufacturer narrative:
Sections with additional information as of 05-jan-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications. Most likely underlying root cause: mlc-040: user's test strip had poor fill.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer had declined replacement - test strips had been sent to customer. Note: manufacturer contacted customer in a follow-up call on 18-nov-2021 to ensure the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 65 and 132mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 112mg/dl and 103mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/24/2022 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1: 128mg/dl, date: (B)(6) 2021, time: 10:35am, fasting. Result 2: 132mg/dl, date: (B)(6) 2021, time: 10:31am, fasting. Result 3: 65mg/dl, date: (B)(6) 2021, time: 08:09am, fasting. Result 4: 116mg/dl, date: (B)(6) 2021, time: 08:54pm, fasting. Result 5: 142mg/dl, date: (B)(6) 2021, time: 09:07am, fasting.